Manufacturer narrative:
Product event summary: an updated analysis for 2af283 balloon catheter with lot number 16343 was received. X-ray imaging showed the assembly of the injection tube was at the lower tolerance limits (1.8 mm, should be 2.5 +/- 0.5 mm). In conclusion, the balloon catheter additionally failed the return product inspection due to the coil distance from the proximal edge of the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: visual inspection of the balloon catheter was carried out. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was used for 11 applications. However, the catheter usage date recorded on the smart chip 2001-01-01 did not correspond to the event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold (below -60 celsius). The inflation, ablation, and thawing phases were completed. No console system notices were generated. During dissection and inspection, the injection tube observed to be located inside the inner balloon distal neck. In conclusion, the balloon catheter failed the return product inspection due to the inner balloon distal neck/guidewire lumen bond length tolerance stackup issue and the temperature dropping suddenly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, temperature changed unexpectedly and occlusions were not completed with good adhesion. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.